Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier: sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I free t4 (ft4) results which does not match with clinical picture for multiple patients. The result provided were: on (B)(6) 2024 patient 1: sid (B)(6) initial = 22.94 pmol/l /repeated=13.15 pmol/l. Additional information provided: ft3=3.65 pmol/l; tsh=3.147 uiu/ml. Patient 2: initial=19.54 pmol/l /repeated on (B)(6) 2024=11.90 pmol/l and 11.73 pmol/l. On (B)(6) 2024 53yrs old male patient initial=20.37 pmol/l /repeated=14.82 pmol/l. Additional information provided: tsh=2.816 miu/ml; laboratory reference range for ft4= 9.0 to 19.0 pmol/l there was no reported impact to patient management.

Manufacturer narrative:
Obtained further information on 28may2024: the alinity I processing module, list number 3r65-01 has been removed from likely cause on (B)(6) 2024. All further information will be submitted under the alinity I free t4 (ft4) reagent, list number 07p70-20, report reference number 3005094123-2024-00122-01.